Event description:
In 2008, the distributor reported that the end of the extender sleeve was found broken the day before. The distributor did not know when the tip broke. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
It was unknown if the event happened during surgery. Product is an instrument and is not implantable. Evaluation is pending.